Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "204mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported issue was not resolved with troubleshooting; the patient confirmed the test strip vial was cracked or broken; however, there was no indication of misuse. There was no indication that the product caused or contributed to an adverse event.